Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation, it was found that the blade mount assembly is chipped. Based on the investigation details, this can occur if non-manufacturer blades are used with this handpiece or if the blade was not properly seated in the handpiece.

Event description:
The handpiece was returned to the manufacturer for service, and during the investigation, it was found that the blade mount assembly is chipped. There was no patient involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.